Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air in line which was not reproduced during evaluation due to an unrelated issue. A review of the event history log identified "air-in-line!" Alarms but were not determined if the alarms were true or false. The cause was determined to be the ultrasonic sensor values were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line error. There was no patient involvement. No additional information is available.